Event description:
The customer reported being hospitalized due to high blood glucose over 300mg/dl. The customer stated that the infusion set was changed several times. Troubleshooting was performed. Reviewed the alarm history and found no delivery alarms. Checked the programming and noted that the daily totals showed the customer received a lot less insulin than expected. Ran a fixed prime and high pressure test and they passed. The customer mentioned that her site was swollen. Explained the customer that infection around the site could cause clogging and lead to high blood glucose. The customer stated that she contacted her doctor and is currently receiving a treatment. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.